Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel a over infusing was not confirmed by baxter personnel during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device was previously serviced for the reported condition. During previous repair on (B)(4)-2011 the pumphead was replaced.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional inforamtion becomes available.

Event description:
During the product evaluation at baxter for another report, it was discovered that a colleague infusion pump had an overinfusion. The infusion was set for 100 milliliters per hour with a volume to be infused of 25 milliliters. The device ran for 12 minutes and stopped. The device infused 22 milliters three times. There was no patient involvement. There is no further complaint information available. The user interface modul emaster software version is currently unknown.